Manufacturer narrative:
A ge healthcare service technician performed a checkout of the system and confirmed the reported issue. The fuses, power supply, and battery were replaced to resolve the issue. No report of patient involvement.

Event description:
The hospital reported that the unit was in a constant reboot loop. There was no report of patient involvement.